Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: biomed states that the device had displayed tf8912 and says that testing of the cuff is failing, not holding pressure.